Manufacturer narrative:
Device expiration date: unknown. The customer's address is unknown:  (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced scale marking issues. The following information was provided by the initial reporter: material no.: 309657, batch no.: unknown. Dermatology clinic purchased 3 ml syringes from distributor. When they opened the box, they had several syringes without graduated marking on them.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0325901. D.4. Medical device expiration date: 11/30/2025. H.4. Device manufacture date: 11/20/2020. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/21/2021. H.6. Investigation: forty-two sealed packaged 3ml syringes (p/n 309657) confirmed to be from batch #0325901 were received. The samples were visually evaluated. Every single syringe was completely blank with no scale markings present. Potential root cause for the missing print defect is associated with the marking process. The defect was detected prior to the batch leaving the facility and product requalified per applicable acceptable quality limit. It is possible that not all defects were contained as part of the requalification activities and a limited number with this condition were not detected. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced scale marking issues. The following information was provided by the initial reporter: material no.: 309657 batch no.: unknown dermatology clinic purchased 3 ml syringes from distributor. When they opened the box, they had several syringes without graduated marking on them.